Event description:
Consumer alleges that the power chair will stop while driving. It is alleged that if he turns it off and back on the chair will operate again, sometimes, will also allegedly speed up or slow down on its own. The chair also allegedly pulls to the right. This is allegedly a random problem.

Manufacturer narrative:
No RMA has been issued for the return of this device. Model m51 (B)(4) is approximately 1 year 8 months old. User manual part number 1125085 rev j (oct-08) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 2: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6) female, (B)(6). The consumer states there is intermittent power, erratic speed and veering to the right with the device. It is unknown if the consumer has reprogrammed the device. The following is found on page 10: "controller settings/repair or service - set-up of the electronic control unit is to be performed only by a qualified technician. The final adjustments of the controller may affect other activities of the wheelchair. Damage to the equipment could occur if improperly set-up or adjusted. Wheelchairs should be examined during maintenance for signs of corrosion (water exposure, incontinence, etc.). Electrical components damaged by corrosion should be replaced immediately. Wheelchairs that are used by incontinent users and/or are frequently exposed to water may require replacement of electrical components more frequently." The consumers ability to charge the device properly is unknown. The following instructions are found on page 12: "the use of rubber gloves is recommended when working with batteries. Never attempt to recharge the batteries by attaching cables directly to the battery terminals. Do not attempt to recharge the batteries and operate the wheelchair at the same time. Do not operate wheelchair with extension cord attached to the ac cable. Do not attempt to recharge the batteries when the wheelchair has been exposed to any type of moisture. Do not attempt to recharge the batteries when the wheelchair is outside. Do not sit in the wheelchair while charging the batteries. Do not attempt to recharge batteries using both the on-board battery charger and an independent battery charger (plugged into the joystick charger port) at the same time. Doing so will reduce the life of the batteries. Read and carefully follow the manufacturers' instructions for each charger (supplied or purchased). If charging instructions are not supplied, consult a qualified technician for proper procedures. Ensure the pins of the extension cord plug are the same number, size, and shape as those on the charger. Do not under any circumstances cut or remove the round grounding plug from the charger ac cable plug or the extension cord plug."